Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional device is being filed under a separate medwatch report.

Event description:
It was reported that two ht versaturn guide wires were positioned in the anatomy, one in the left anterior descending (lad) artery, one in the diagonal. The abbott vascular employee that attended the case noted that two markers were visible on the guide wires, (about 4 to 5 cm from the tip) under fluoroscopy. According to the device labeling, the guide wires should not have markers. The procedure was completed using the two guide wires and a non-abbott stent was implanted. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation however, a fluoroscopy photo was received from account. The photo displays the versaturn devices in fluoroscopy and pin points the area where the extra marker was reported although it appears that the perceived marker is a solder joint and not an extra marker. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.